Event description:
This report summarizes 28 malfunction events in which the device reportedly overheated. - 28 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. 29 events were previously reported during the reporting period; however, - 1 previously reported event in this report should have been included under MFR report # 0001811755-2021-00800. - 28 previously reported events are included in this follow-up record. Product return status 23 devices were received. 5 devices were not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 29 previously reported events are included in this follow-up record. Product return status: 22 devices were received. 3 devices were not available for evaluation. 4 device investigation types have not yet been determined.

Event description:
This report summarizes 29 malfunction events in which the device reportedly overheated. 28 events had no patient involvement; no patient impact. 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 29 events were reported for this quarter. Product return status: 9 devices were received. 20 device investigation types have not yet been determined. Additional information: 29 devices were not labeled for single-use. 29 devices were not reprocessed or reused.

Event description:
This report summarizes 29 malfunction events in which the device reportedly overheated. 27 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact. 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.